Event description:
The dexcom g7 cgm (continuous glucose monitoring) is incredibly inaccurate, fails to calibrate even though it is not needed per the manufacturer, and relying on the cgm (continuous glucose monitoring) in conjunction with a closed loop insulin delivery system (omnipod 5) is extremely dangerous. I have been using the g7 since last (B)(6) 2024. The outright failure rate of the g7 is huge - one out of every 4 sensors has failed before even starting or within 24 hours after starting the 10-day cycle of the sensor. Even when a g7 sensor does function somewhat, the readings "jump" all over the place for no reason. Subsequent testing via test strips and finger sticks shows stable blood glucose, but the g7 is spiking or falling unexplainably. The sensor is will not respond to a calibration - for instance multiple times after starting a new g7, it will read approximately correctly for 30 minutes, then glucose readings will drop to 40 or "low" and stay there for hours even though calibrations are performed and the g7 app shows the calibrations as saved and used. Every sensor that doesn't fail will enter a 3-hour "temporary sensor issue" state at least twice - which can last up to 3 hours each time it occurs. During such times, no glucose readings are available. Sometimes the sensor will recover from this temporary issue state, but other times the sensor will fail at the end of one of these 3-hour periods. Using the glucose data readings with the omnipod g5 in automatic mode results in insulin being increased or reduced based on the readings. But with the inaccuracies, this is extremely dangerous and can / has caused either out of control high glucose levels, or dangerously low glucose levels. I am but one of the patients that have experienced the results of this terrible product. I have contacted my endocrinologist and will be changing to another glucose sensor because I do not feel safe using the g7 at all. Please do something to force dexcom to fix or take the g7 cgm (continuous glucose monitoring) off the market.